Event description:
It was reported that the patient experienced device related pain following implant procedure. Surgical intervention was undertaken wherein the system was explanted to resolve the issue.

Manufacturer narrative:
E1- initial reported phone number: (B)(6).

Manufacturer narrative:
The reported event of device pain when placing the lead was not able to be confirmed. This type of discomfort or pain is commonly associated with patient anatomy and is not device related. Analysis of returned lead a did not identify any anomalies, and the lead passed end to end continuity and inter-channel continuity testing.